Event description:
It was reported that a patient experienced peritonitis, coincident with therapy for peritoneal dialysis (pd). The patient was hospitalized for the peritonitis, on the same day as the diagnosis. However, the treatment rendered was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. This is report 2 of 4, for the minicap, involved in this peritonitis event.

Manufacturer narrative:
(B)(4).per review of the batch records for suspected lots: gd893743, gd893735, gd893446. No nonconformance report was documented for these lots. All release criteria were met for the build of the lots.this is the same patient as cmplnt-001602620, cmplnt-001602626 and cmplnt-001602627. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).